Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the lens haptic broken, foreign material on lens surface (residue on lens), and the lens missing a piece of haptic. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, diopter -18.0 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a longer lens due to low vault. The problem was resolved.